Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer that they experienced low blood glucose levels after incorrectly blousing. Customer stated they ate ice cream and their blood glucose levels went from 300 mg/dl to 40 mg/dl. Informed customer of bolus feature and learning material. Nothing further reported.